Manufacturer narrative:
The patient was discharged from the hospital on (B)(6) after treatment of upper gastrointestinal hemorrhage. No additional medical intervention was recommended.

Event description:
The patient was discharged from the hospital on (B)(6) after treatment of upper gastrointestinal hemorrhage. No additional medical intervention was recommended.

Manufacturer narrative:
Device evaluation: results - one picture was received to be evaluated. Visually a cut was observed in the catheter; analyzing the picture the remnant catheter was approximately 1/8 inch between catheter/inserter assemblies. The device history record was reviewed. No qn¿s associated to failure mode reported or other events that could be related to the complaint. According to the sampling plan applied for product performance, the reported lot number 5089548 was accepted and released without problems. During this batch (B)(4) samples were taken by qa tech, for visual inspection (visual defects) in final assembly, no defects were found. During this batch (B)(4) samples were taken by qa tech, for performed pull force between catheter/inserter, no values out of specification were found. A manufacturing review revealed no abnormalities. Conclusions -bd was not able to duplicate or confirm the customer¿s indicated failure mode. Based on investigation of quality records and after photo evaluation, bd could not confirm this as a manufacturing related issue. It¿s important to note that during the manufacturing process bd does not use sharp objects to perform the assembly. Also, in the manufacturing process there is a 100% visual inspection in the packaging area before packaging into the dispensers to look for defects. Based on investigation results to date, an absolute root cause cannot be determined. One used sample was returned to the manufacturing site. A supplemental report will be filed upon completion of the sample investigation.

Event description:
It was reported that the patient was hospitalized for an upper gastrointestinal bleed and the suspect device was placed on (B)(6) 2016 to the back of the hand, above the middle and ring finger. No abnormalities were noted. On the afternoon of (B)(6) 2016 the nurse noted the infusion rate was slower than normal so she removed the catheter. Upon removal, she found that a portion of the catheter was missing, with the remaining catheter measuring approximately 3mm. The patient immediately received an x-ray but the catheter was not detected. A doppler b-mode ultrasound was performed. They found foreign matter with thrombosis in the cephalic vein, but the length was 1/3 shorter than the missing catheter portion so they were unsure if they had detected the catheter or other foreign matter. As the patient's condition was poor, it was determined by the vascular surgeon that no surgical exploration would be performed at this time.

Manufacturer narrative:
Device evaluation: results - one used unit was received by the manufacturer without the original package. Evaluating the sample, a cut in the catheter approximately 1/8 inch of wing/inserter was observed. Conclusion - bd was not able to duplicate or confirm the customer¿s indicated failure mode. After evaluating the sample, we could not confirm this as a manufacturing related issue.